Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 45 mg/dl at the time of the incident. The customer reported that the sensor glucose and blood glucose difference in the range of 30-100 point off. The troubleshooting was declined for sensor and blood glucose. The insulin pump will not be returned for analysis.